Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) in this incident appears to be due to a combination of patient morphology/pathology (valve area of more than 8cm2) and user technique/procedural circumstances of difficulties with visualization. Additionally, the reported poor image resolution issue was associated with the imaging being challenging. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The delivery system was discarded and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system (80531u296) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Three clips were implanted along the length of the mr jet, reducing the mr to 3-4. The fourth clip delivery systems (cds 80531u295) was advanced to the mitral valve, and the clip was implanted. Imaging was noted to be difficult due to shadowing from the cds. After deployment, it was observed that the fourth clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The decision was made to use an additional clip for treatment. The fifth cds (80531u296) was advanced to the mitral valve and grasping was attempted, but not possible because the slda clip was dragging the leaflet too low under the valve. At this point, the clip could not be removed. Several attempts were made, but unsuccessful; therefore, grasping was performed and the clip deployed. After deployment, the fifth clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Both slda clips looked stable with minimal movement. The mr returned to 4+, and the patient was sent to critical care unit (ccu) and remained hospitalized. On (B)(6) 2018, the patient underwent mitral valve replacement. The patient is doing well. No additional information was provided.